Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for high rate non-sustained episodes and a high number of short v-v intervals. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.